Event description:
It was reported the programmer has needed the service disk to repair errors a few times, and the last episode the service disk did not fix it. The programmer did boot up ok, but while attempting to check a patient's device, the black serious programmer error screen came on again. It was also reported the programmer still boots up without the error, but "something is wrong". The issue resurfaces quite often. Once three times in a session. It has been off and on for some time. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no drive corruption found and the programmer interrogated a device without issue. System errors found in the programmer error log. Left keyboard hinge is broken.